Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) for four months leading to a surgical procedure in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted as there was not enough liquid to successfully pump. No additional information was reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that a leak was present consistent with wear at a corner of a fold. Although, urinary incontinence could not be confirmed; the identified leak could affect the functionality of the device, leading to the reported incontinence. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this cuff was thoroughly analyzed. Visual and microscopical inspection of the cuff identified a leak consistent with wear at a corner of a fold. The damage was formed from the outside in. Inspection of the remainder of the device did not reveal other irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) for four months leading to a surgical procedure in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted as there was not enough liquid to successfully pump. No additional information was reported.